Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g6, h2, h4, h6,h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿in the left groin area, the small indirect sac in patulous internal ring was reduced and a large perfix plug (device 1) was placed in the internal ring and secured with sutures. The patch was placed over the direct space and secured with sutures. The external oblique was reapproximated and closed with sutures and staples.¿ (B)(6) 2022 ¿ patient was diagnosed with pain and meshoma thereby underwent open repair with partial removal of prior mesh (device 1) and implant of perfix plug (device 2). Per operative notes, ¿in the left groin, through the prior scar the prior mesh was seen palpable meshoma ball. This was dissected out anteriorly and adhesions were reduced. Adhered mesh plug (device 1) was dissected out the cord structures. The old mesh was excised from the external oblique and some of the mesh remained intact in medial aspect was left in place to avoid injury to the cord structures. The external oblique was closed and secured with sutures, the defect was closed and another perfix plug (device 2) was placed over the defect and secured with sutures to the pubic tubercle.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.